Event description:
Patient had bilateral breast augmentation with silicone gel prosthesis in 1974. Patient alleges suffering significant pain during the 10 year period preceeding the removal of her implants (i.e. 1988). Upon removal, both implants were leaking silicone gel.